Event description:
Affiliate reported that the hospital counted the patties after the procedure and found that some were not accounted for. As a result, they had to send the patient for x-rays, to try and find the lost / misplaced patties. No patties were detectable in the patient via x-rays. They then put a pattie on top of the patient, and that also was not detectable via the x-rays . They eventually searched all over or and found the missing patties. Fortunately, it wasn't left behind in the patient.

Manufacturer narrative:
Upon completion of the investigation, a follow up report will be filed.